Event description:
Pt care technician was returning the pt blood during termination of a hemodialysis treatment. The blood flow rate was decreased to 200 ml/min. The dialysis machine alarmed. When the reset button in the machine was pressed, the technician felt a shock sensation in her right arm. The charge nurse unplugged the machine and the pt's blood was returned by hand crankning. The technician stated that her arm felt uncomfortable for the remainder of the work shift. Medical follow-up was done. The machine was removed from use and evaluated by the technical staff. No electrical malfunctions were identified when electrical leakage testing was done.